Manufacturer narrative:
E1.initial reporter address 1: (B)(4).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. The balloon device was advanced for dilatation. However, the balloon ruptured at 8 atmospheres upon the second inflation. The procedure was completed with a different device. No complications reported and the patient's condition was good post procedure. It was further reported that the 90% stenosed target lesion area was located in the mildly tortuous and severely caclified left anterior descending artery (6). Also, the device was simply pulled out from the patient's body.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. The balloon device was advanced for dilatation. However, the balloon ruptured at 8 atmospheres upon the second inflation. The procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.